Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received unexpected restart alarm. The customer's blood glucose value was 7.9 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. Unit was monitored and no unexpected restart error alarm during test. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.